Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of the treatment. The preventive maintenance was performed regularly. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported a patient with faint rainbow glare one week following lasik treatment. The patient did not report the glare to the site until one month following treatment also indicating it had been fading over the last three weeks. The patient reports she likes the rainbow effect and it is not bothering her. She continues normal follow up without additional treatment. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.